Event description:
Reporter alleged obtaining discrepant results stored in the memory of the advantage system. Reporter stated it stored 331 mg/dl in the memory instead of a 33 mg/dl result she obtained within 10 mins of the 409 mg/dl result. Reporter indicated that she was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.